Manufacturer narrative:
The aquabeam console was returned for investigation. During functional testing, an e04 error was triggered during priming at 100% pump power and could not be cleared. The aquabeam console was disassembled and the optical encoder was observed under magnification. Oil droplets could be seen on the encoder surface. The optical encoder was then replaced with a known-functioning one. No issues were found upon re-testing the aquabeam console. The root cause of the issue is design and is being addressed through procept's quality system. A review of the device history record (DHR) for lot number 18c01307 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults e03 ¿ console error release foot pedal and click x. If error persists, turn off and turn on console. E04 ¿ console error release foot pedal and click x. If error persists, turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam robotic system generated an ¿e03 ¿ console error¿ & ¿e04 ¿ console error.¿ despite troubleshooting attempts, the issue could not be resolved, and the treating surgeon subsequently made the decision to abort the procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Adverse event problem: 6. Component code. Component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.